Event description:
Subsequent to the initial, supplemental information became available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Child reported signal loss over 1 hour.